Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call hospitalization. The customer's blood glucose was 520mg/dl at the time of incident and blood glucose was 170 mg/dl at the time of call. Trouble shooting was performed and found customer experienced nausea, difficulty breathing and low blood pressure. Customer hospitalized with diabetic ketoacidosis. The customer was treated during the hospitalization. Trouble shooting could not be completed due to lack of equipment for the high-pressure test. The insulin pump will not be returned for analysis.